Event description:
It was reported that a past episode of asystole was apparent upon interrogation. The clinician wanted to confirm the episode. The device was explanted and replaced with a pacemaker. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and no anomalies were found.